Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Plug of our toothbrush charger just started to crackle and smolder at the outlet...burned plug - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that the plug of their oral-b toothbrush charger started to crackle and smolder at the outlet. The plug burned. No injury was reported. 23-jul-2024 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3756. No injury was reported.

Manufacturer narrative:
03-oct-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Plug of our toothbrush charger just started to crackle and smolder at the outlet...burned plug - oral-b [device catching fire] . Case narrative: consumer via e-mail stated that the plug of their oral-b toothbrush charger started to crackle and smolder at the outlet. The plug burned. No injury was reported. 23-jul-2024 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3756. No injury was reported. 10-sep-2024 case update from information initially received on 03-sep-2024: the suspect product lot was bf54131219 & bf54131218 a54160024ga. No injury was reported.